Manufacturer narrative:
Section a: patient information not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿¿s investigation is completed.

Event description:
It was reported that the site was concerned for patient hemolysis with lactate dehydrogenase (ldh) at 2000s, and returning back to 400s; previous baseline of 300-400. Log files captured only routine events and no notable alarms. The equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. A review of the submitted log files captured the pump operating as intended at the set speed. No notable events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.